Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on his head about two weeks ago and afterwards was no longer able to hear with the device. Re-implantation will be planned as soon as possible.

Event description:
The user fell on his head about two weeks ago and afterwards was no longer able to hear with the device. Re-implantation will be planned as soon as possible.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.